Manufacturer narrative:
The device was received for evaluation. During functional testing, reported problem of "air in line" was not reproduced due to a reload set. A review of the event history log revealed multiple occurrences of the reported problem. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be upstream sensor fluid numbers are not within the specification. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed air in line. This occurred during an unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.